Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set cannula bent event on 19-apr-2024. The patient went to hospital for high blood glucose and was hospitalized on (B)(6) 2024 for high blood glucose value of 600 mg/dl and there were traces of ketones. The patient attempted to resolve the event with bolus via the pump and was treated with intravenous and fluids of saline and insulin. The patient was released from hospital on (B)(6) 2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.